Event description:
(B)(6) 2014: it was reported that surgeon called stryker representative to discuss removal of exeter stem that appears to be in 2 pieces on x-ray. This was reported under MFR report # 0002249697-2014-01050. On (B)(6) 2014, the following information was received: revision of exeter stem that was in 2 pieces. The exeter stem was removed and another exeter stem was implanted using cement in cement technique. It was noted that the burr marks on the distal segment of the explanted stem are as a result of method to remove distal segment."

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem fracture involving an exeter device was reported. The event was confirmed. Device evaluation and results: visual inspection: the fracture occurred approximately 60 mm from the distal stem tip. There are circular marks on the distal part done during explantation of the device. Dimensional inspection: the device was found compliant material analysis: the material analysis report concluded that the stem of the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were seen on the parts examined. Medical records received and evaluation: revision surgery in 2003 was for a periprosthetic fracture around an exeter stem (size #1). At that time the fracture area was debrided of cement debris, the original cement mantle roughened up and a new but now smaller (size #0) exeter stem cemented in the previous cement mantle. The fracture was stabilized with three dall-miles cables. The next revision was in 2006 when a cup revision for loosening was performed. Head size increased from 26-mm to 36-mm when a biomet cemented cup was implanted. In 2014, the current revision procedure was carried out with stem exchange. X-rays show debonding in the cement-stem mantle starting in 2006 associated with various cement mantle defects and rapid progress of stem stability problems until full loss of bone support around the whole proximal stem section resulting in an overload condition. The explant materials analysis confirms the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were seen on the parts examined device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Cross reference complaints: this event is cross referenced with (B)(4) for the previous surgery in 2003 for the same patient. Conclusions: a medical review by a clinical consultant concluded that root cause of failure is procedure-related with regard to the technique used for repair of the periprosthetic fracture in 2003 where a new stem was cemented in a damaged original cement mantle creating an area with overload and/or loss of bone support around the mid stem section of the exeter device after which fatigue started to build-up culminating in a stem fracture in 2014. Additional procedure-related factors contributing to the overload condition were related to cup position with lack of anteversion and the repeated hardinge surgical approach causing pronounced osteoporosis in the upper lateral femoral bone. This pi case is not device-related.

Event description:
On (B)(6) 2014: it was reported that surgeon called stryker representative to discuss removal of exeter stem that appears to be in 2 pieces on x-ray. This was reported under MFR report # 0002249697-2014-01050. On (B)(6) 2014, the following information was received: revision of exeter stem that was in 2 pieces. The exeter stem was removed and another exeter stem was implanted using cement in cement technique. It was noted that the burr marks on the distal segment of the explanted stem are as a result of method to remove distal segment."

Manufacturer narrative:
The discovery of the broken exeter stem was reported under MFR report # 0002249697-2014-01050. Subsequently a new event was opened to document the revision surgery of the broken exeter stem. MFR report # 0002249697-2014-01050 will be closed out and the investigation results will be submitted in a supplement report of this complaint.